Event description:
The customer reported that their system needed to be recalibrated, the dose of constancy test was excessive on the upside. No pt injury reported. This malfunction may have resulted in a possible accidental radiation occurrence.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep performed a dose calibration and constancy test. The system is within tolerance limits. The system was tested and found to be working as intended and put back in service. This malfunction may have resulted in a possible accidental radiation occurrence. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and field via 3500a.